Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized after experiencing an elevated blood glucose (bg) level of 402 (mg/dl) and diabetic ketoacidosis. While hospitalized, customer was treated with intravenous insulin and fluids. Contact declined to complete troubleshooting with tandem technical support. Customer was released on (B)(6) 2016 reportedly feeling "much better".

Manufacturer narrative:
Reportedly customer was not released from hospital until (B)(6) 2016. While hospitalized customer was treated with intravenous fluids, insulin and antibiotics. Blood glucose levels were at 185 (mg/dl) when customer was released and customer was placed back onto pump therapy.